Manufacturer narrative:
The pms clinical reassessment has been reviewed and it has been determined, the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported per 21 cfr 803.3. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. The device did not cause or contribute to a serious injury or death. A corrective report will be filed reflecting this decision. After further review, this report is now being filed as section b1 has been changed to product problem instead of both. Section h1, type of reported complaint and section h6, health impact code was updated to reflect this decision.

Manufacturer narrative:
This report is being submitted as a correction to b1, b2, and h1 for a product problem based on further review.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "no oxygen to the brain, no machine to use" and "lack of sleep" response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient allegation of no oxygen to brain, no machine to use. Lack of sleep. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. High pitch blower whine observed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed as outlined in ER 2244873 (v01). There were secondary findings are observed, and zero errors were logged. High pitch blower whine observed. Ui (user interface) knob missing. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Potential corrosion on water tank pan. Potential insect infestation next to heater plate in humidifier. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.